Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances observed during the manufacturing process. In addition, the device record review confirmed the labeling, material, and in process quality controls were within specification. All information available to the manufacturer has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer at this time has been submitted. A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) reported that they experienced infection and was taking antibiotics. Further information from the patient's pd nurse revealed that the patient was diagnosed with peritonitis and as hospitalized on (B)(6) 2016. The patient was discharged from the hospital the following day. The nurse indicated that peritonitis was probably caused due to the patient dropping catheter on their lap. No further information was provided.